Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image when connected to a 260 series endoscope. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is surmised that no image was displayed due to defective main board. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Olympus will continue to monitor field performance for this device.